Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during device preparation of the 3.0 x 48 mm xience pro stent delivery system, after removal from the dispenser coil and removal of the protective sheath, without resistance, it was noted that the stent came off the stent delivery system. The device was not used and there was no patient involvement. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there were crimp marks visible on the balloon between the balloon markers, suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging/sheath removal and/or during preparation for use resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.